Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse was able to duplicate the reported 1126 and 23094 errors via the system logs and confirmed the customer reported issue. The fse removed and replaced the universal surgical manipulator (usm) 2 as required and per the procedure to resolve the error issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted post failure analysis. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled at the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve the multiple errors issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer called and informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that while setting up for the procedure they received recoverable errors. After the issue happened, they rebooted the system and errors cleared and they continued setting up for the procedure. The tse reviewed errors and noted multiple errors reported by universal surgical manipulator (usm) 2. The tse advised the customer that if the errors returned, they could disable the usm and continue. As the tse was making notes the customer called back and got the error as they were driving the system, up to the patient. The customer rebooted the system again but was not going to use usm 2. The procedure was completed with 3 arms with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed but error 23094 was not confirmed or replicated. The usm was tested on an in-house system in normal mode where it replicated 1126 errors. The usm was then tested on a testing platform where it failed the fiber test on the clock spring fiber. A gold clock spring was installed, and the error went away and passed all tests. The original clock spring was installed, and the error returned. The clock spring fiber will be replaced as a fix to the reported problem. The complaint regarding repeated recoverable error was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.